Event description:
Caller alleged discrepant inratio results. Results as follows:date inratio lab(B)(6) 2015 1.9 -(B)(6) 2015 - 3.1(B)(6) 2015 2.2 3.8time between tests on (B)(6) 2015: 4 1/2 hours.therapeutic range: 2-3.patient self tester reports the following: adding multiple drops of blood, sample not being applied immediately after finger stick, and touching finger to the sample well.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Several improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.